Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had their implantable pulse generator (ipg) and leads explanted. The reason for the surgical intervention was not provided. Additional report numbers: 3006705815-2020-30909 and 3006705815-2020-30904.